Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 47.3 mm abdominal aortic stent graft. During placement and currently the diameter of the aorta is 47.3mm. The proximal neck length was 50mm. Neck angle during placement was 65 degrees and there was blood calcification during placement. It was reported one day after the index procedure the patient had little urination. The physician suspected it was due to the stent grafts position. Imaging confirmed the stent graft was positioned too high relative to the low renal artery, worsening the flow of the renal artery resulting in ischemia to the left kidney. On the day after the index procedure intervention was completed where an attempt was made to rescue the left renal artery, however, the wire could not be inserted into the renal artery properly due to stent graft interference and the procedure was ended. As per the physician the cause of the event was due to the patients vascular morphology and noted that the proximal vessel was bent, so after removing the wire and after placement of the graft the shape of the blood vessel changed and the position of the stent graft might have changed. There was also calcification in the origin of the left renal artery, and the physician suspects that stenosis occurred in the renal artery as the stent graft pushed the walls of the blood vessels.  No additional clinical sequalae was provided and the patient will be monitored.